Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had been without insulin for 24 hours. She stated, she had exceeded the bolus limit on the insulin pump. She also reported her insulin pump going blank. The customer was also assisted in raising the max bolus. The customer's blood glucose was 398 mg/dl. No additional info provided.